Event description:
Covidien auto suture blunt tip trocar 12 mm, ref# oms-t12bt, lot# p3d0248, exp: [redacted date]. On [redacted date] during surgeon¿s laparoscopy right colectomy the above trocar malfunctioned, and balloon broke while inflated inside the patient¿s belly. Missing piece was found and taken out of patient. No harm was done to patient.